Event description:
It was reported by the customer that a pyxis medstation es system device not communicating back to the es server, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device not communicating back to the es server. A technical support specialist connected to the server and verified that the station was functioning properly. The system functioned as intended after troubleshooting.